Manufacturer narrative:
Follow-up #1: date of submission :02/02/2017. Device evaluation: a retain sample from the same lot number was tested. A visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no air bubbles being formed inside the cartridge. A leak test was performed with no leaks observed from the luer connection, o-rings, or anywhere else in the cartridge. The cartridge force readings were confirmed to be within specifications; no failures were noted related to the loss of prime complaint. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force, cracks, and foreign material prior to release for distribution. The retain cartridge passed a lot review.

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglcemic event while on the pump. The reporter stated that the patient had blood glucose of 441 mg/dl with symptoms of ketones, nausea, and increased thirst. The reporter stated that the patient did not receive any treatment above and beyond the normal course of diabetes management. The patient had remained on the pump at the time of the call. The reporter stated that there were air bubbles in the cartridge that were not noticed prior to use. The reporter reviewed their cartridge filling technique with a customer technical support representative and found that they were not following the instructions for filling the cartridge properly. Additionally, the reporter stated that the patient¿s basal rate had been lowered prior to the event, but the change had been reported to the patient¿s healthcare provider. The patient had also taken cold medicine prior to the alleged event. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event as a result of improper filling technique of the cartridge.